Event description:
Journal article received: short term results of concomitant intranasal administration of salmon calcitonin in intertrochanteric femur fractures operated upon using dynamic hip screw; sarrafan n., mehdinasab s.a., dashtbozorg a., pipelzadeh m.r., pedram h; pakistan journal of medical sciences. 2010 mar; 26 (1) :54-58; reported: from september 30, 2005 to september 30, 2006, fifty female patients (age range: aged 60 to 80 with the mean age - 73.9 years) with intertrochanteric fracture were treated with an unknown dynamic hip screw. In a randomized controlled trial, the patients were equally divided into two groups. Most of patients in group a showed signs of union due to an appearance of bone callus in the third week radiograph (on an unknown date); however majority in group b did not. It is unknown if the product was a synthes device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pakistan journal of medical sciences, volume 26, number 1, mar 2010. Pt info: 50 female patients with an age range of 60 to 80 years, mean age is 73.9 years.